Manufacturer narrative:
During the requested site visit, the field service representative (fsr) identified a clot in the system and then performed the following: cleaning and replacement of rinsing head o-ring, and cleaning of rinsing head. The fsr then ran precision, calibration and qc which all passed and resolved the issue. A review of historical data did not find a product issue related to the complaint incident. The results of five specimens (id20939, 30350, 46464, 31440 and 20491) performed on the cell-dyn (cd) emerald serial number (sn) (B)(4)and the cd emerald sn (B)(4) were reviewed for this investigation. Cd emerald sn (B)(4) generated various flags, such as, dispersional data alerts, count invalidation flags and suspect measurand flags for all five specimens. Labeling was found to be adequate for the complaint issue. Based on the investigation no product deficiency was identified for the cell-dyn emerald, sn (B)(4).

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer noticed falsely depressed hemoglobin (hgb) results on one patient generated on the cell dyn emerald analyzer (sn (B)(4)) compared to their alternate analyzer (sn (B)(4)). The results provided were: on (B)(6) 2019 (B)(6) on (B)(4) = 2.4g/dl / repeated on sn (B)(4) = 9.3g/dl. There was no reported impact to patient management.